Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion (uso) alarm once during therapy. The secondary was complete and primary was infusing. The primary was dropped on fully extended hanger while secondary had a roller clamp opened with no sign of air in line. A continu-flo set was being used with the secondary infusion. The primary parameters were as follows: volume to be infused (vtbi) was 12ml, dose was 250ml at a rate of 10ml/hr kvo normal saline. The secondary parameters were as follows: volume to be infused (vtbi) was 0, 3.375/50ml infusion complete at time of alarm). There was no known patient injury or medical intervention associated with this event. No additional information is available.